Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on consumer (age and gender unspecified) from (B)(4). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). While used the toothbrush for twice, it snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This (B)(4) report is being submitted on (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.